Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent undersensing on stored electrograms (egm) which resulted false device classification of episode termination. It was also reported that the ra lead exhibited intermittent oversensing and capture could not be confirmed on stored egms. The ra lead remains in use. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a possible discriminator withholding detection during ventricular tachycardia (vt)/ventricular fibrillation (vf). The crt-d remains in use. The patient also experienced shortness of breath and palpitations. No further patient complications have been reported as a result of this event.